Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 16720299. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulation (scs) system replacement procedure. It was physicians' preference to replaced and revise the pocket. The explanted device components will not be return per facility policy.